Manufacturer narrative:
Additional information received on (B)(6) 2017 and includes: the patient had a second revision surgery due to infection. The acetabular component, the ceramic insert and the screw were removed on (B)(6) 2017 via posterior approach. The organism grown from samples taken at the first revision was propionibacterium granulosum sensitive to several antibiotics. On (B)(6) 2017 the r&d project manager performed a preliminary investigation based on the available images of the explanted prostheses, and commented as follows: from the images of the explanted prostheses no conclusion can be drawn.

Manufacturer narrative:
Additional information received on 27 april 2017 and includes: the revision is planned for 08 may 2017. Additional information received on 10 may 2017 and includes: the revision was performed via posterior approach on 08 may 2017. The stem was extracted easily with no apparent bone ongrowth. The femoral canal was curetted and a significant amount of granulation tissue was removed and samples sent for culture & histology. The femoral canal was prepared and another femoral component was implanted. The acetabular component was left intact as the reduction was very stable. Infection is not suspected in this case. There is no history of trauma to cause the fracture present on x-ray. On 12 may 2017 the medical affairs director performed a clinical evaluation and commented as follows: postoperative femoral fracture, 1 year and 5 months after primary cementless tha in an overweight patient ((B)(6)). There is no reason to suspect that the fracture was due to a malfunctioning implant. Additional information received on 18 may 2017 and includes: samples taken during revision showed presence of infection and a washout had been done and on 23 may 2017, all the components will be revised (also the cup not removed in the first revision). The patient had an old fracture that was healing and getting stable but since he started to have pain, they only suspected that the fracture could be the cause of the pain. Anyway, as the infection was found, it was inferred that the real reason for pain was that status and that the stem could have been easily removed during revision for that same cause. A significant amount of granulation tissue was removed and samples sent for culture and histology. On 19 may 2017 the r and d project manager stated that from the available pictures of the explanted prostheses no preliminary investigation can be drawn. Batch reviews performed on 19 may 2017. (B)(4).

Event description:
Hip revision scheduled due to periprosthetic fracture of femur. Then, samples taken during revision showed presence of infection.